Event description:
It was reported after using bd vacutainer® safety-lok¿ blood collection set, the nurse was unable to move the safety shield to cover the needle resulting in a needlestick injury and exposure to blood and bodily fluids. The nurse consulted the occupational medicine department for a blood exposure accident.

Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to unable to operate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to operate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.